Event description:
It was reported (B)(6) 2025 @ 1730 - lue triple lumen PICC placed - confirmed cavoatrial junction with sherlock 3cg. PICC total length: 44cm, external marking: 0cm. (B)(6) 2025 @ 1336 - CT angio pulmonary incl post processing performed; image captured during study showing PICC tip still cavoatrial junction. (B)(6) 2025 @ 0611 - chest 1 view shows PICC malposition. Cta pulmonary study performed injected at 4ml/sec. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a malpositioned catheter tip was confirmed but the cause is unknown. Two chest radiographs and an ECG printout were returned for evaluation. The ECG printout appeared unremarkable and noncontributory to the reported malposition. The first image was a fluoroscopic frontal chest image that showed a left-sided PICC with the tip overlaying the cavoatrial junction. There were no breaks, kinks, or catheter folding/coiling present in this image. The second image showed the left-sided PICC with its tip in the right subclavian vein. The catheter was kinked and folded back upon itself. It appears that the catheter became malpositioned after initial product placement. However, the exact mechanism that caused the malposition is unknown. Possible contributing factors could include physiological variables or jetting of fluid from the catheter tip during power injection. Spontaneous catheter tip malposition is a potential complication listed in the product IFU. This complaint will be recorded for future trending and monitoring purposes.